Manufacturer narrative:
The cause for the falsely elevated advia centaur xp cortisol patient result is unknown. Siemens is investigating the incident. The instruction for use under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Falsely elevated advia centaur xp cortisol patient results were reported by the customer, and considered discordant compared to the lower alternate cortisol test method results. The advia centaur xp cortisol result indicated an adequate response to synacthen stimulation, and there was a delay in the patient receiving hydrocortisone replacement treatment. There was no report of adverse health consequences due to the discordant advia centaur xp cortisol result or delayed treatment.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00245 on 12/02/2016 for falsely elevated advia centaur xp cortisol patient result and MDR 1219913-2016-00245 supplemental report 1 filed on 02/07/2017 for additional information. On 04/26/2017 - additional information: based on confirmed 11- hydroxylase deficiency, there is sufficient literature that documents that a consequence of the lack of 11-hydroxylase activity leads to the accumulation of metabolic intermediates like 11-deoxycortisol, which is listed in the instruction for use (IFU) as a potentially cross-reactive substance in the advia centaur xp cortisol assay. It is therefore very likely that the discordant results, with the roche cobas gen ii assay, and the lc/ms-ms are due to cross-reactivity due to accumulation of 11-deoxy-cortisol. The instruction for use under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specifications. No further device evaluation is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00245 on 12/02/2016 for falsely elevated advia centaur xp cortisol patient results. 01/26/2017 - additional information: the patient was not taking any medication prior to testing, and has subsequently been started on hydrocortisone. The patient samples were collected on (B)(6) 2016, referred to another laboratory for 17-hydroxyprogesterone analysis, and cortisol was inadvertently measured on each sample. Based on the difference of the cortisol results between the advia centaur xp and the alternate test method (#1), the samples were sent out to another laboratory test method (#2) for further confirmation. Note: the cortisol results from alternate test method (#1), and alternate test method (#2) were reported in MDR 1219913-2016-00245. Baseline patient results prior to the synacthen test. Time (minutes): 0 , 30, 60; cortisol results (nmol/l): 254, 453, 470. Other laboratory findings: urine steroid profile has confirmed 11-hydroxylase deficiency (incomplete as cortisol metabolites are present too). Siemens continues to investigate.